Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while the physician was placing the peg tube, it detached inside the patient. The physician was able to retrieve the detached peg tube (unknown what method was used.) The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(Patient identifier): csn: (B)(6).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, while the physician was placing the peg tube, it detached inside the patient. The physician was able to retrieve the detached peg tube(unknown what method was used.) The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on april 5, 2018. They were able to pull the detached tube through the stoma site by hand.